Manufacturer narrative:
The device was not returned so complaint cannot be confirmed. The production records were reviewed and no issues were noted. All devices distributed from this lot met all of the requirements for release. There have been no other complaints associated with this lot of devices. A review of the balloon tubing used to manufacture the balloons used on this lot of devices was performed. There are no other complaints associated with this balloon tubing lot number. Three reject devices from this same lot were pulled and tested for rated burst pressure. A guidewire was inserted, and then the balloons were taken up to the labeled rated burst pressure of 4 atm, with room temperature water. The first catheter had been rejected for a balloon flaw in final inspection. This balloon did not burst until 9.5 atm, more then double the labeled rated burst pressure. The second catheter had also been rejected for a balloon flaw in final inspection. This balloon did not burst until 10 atm, more than double the labeled rated burst pressure. The third catheter had been rejected for balloon melt at the distal tip in final inspection. This balloon did not burst until 10 atm, more than double the labeled rated burst pressure. The initial report from the user facility stated that they had used an injector to inflate the balloon. Numed's IFU states that an inflation device with pressure gauge should be used to monitor pressure. The specific warning states "warning - caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath." * - updated 1/21/2021 - to correct the initial reporter address.

Event description:
As per the incident report from the hospital / distributor - "when checking the product by inflating the balloon, the doctor found it broken. The broken product was discarded by hospital, so my colleague did not take it back." "Changed to a backup product and completed the procedure."

Manufacturer narrative:
The device was not returned so complaint cannot be confirmed. The production records were reviewed and no issues were noted. All devices distributed from this lot met all of the requirements for release. There have been no other complaints associated with this lot of devices. A review of the balloon tubing used to manufacture the balloons used on this lot of devices was performed. There are no other complaints associated with this balloon tubing lot number. Three reject devices from this same lot were pulled and tested for rated burst pressure. A guidewire was inserted, and then the balloons were taken up to the labeled rated burst pressure of 4 atm, with room temperature water. The first catheter had been rejected for a balloon flaw in final inspection. This balloon did not burst until 9.5 atm, more then double the labeled rated burst pressure. The second catheter had also been rejected for a balloon flaw in final inspection. This balloon did not burst until 10 atm, more than double the labeled rated burst pressure. The third catheter had been rejected for balloon melt at the distal tip in final inspection. This balloon did not burst until 10 atm, more than double the labeled rated burst pressure. The initial report from the user facility stated that they had used an injector to inflate the balloon. Numed's IFU states that an inflation device with pressure gauge should be used to monitor pressure. The specific warning states "warning - caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath."

Event description:
As per the incident report from the hospital / distributor - "when checking the product by inflating the balloon, the doctor found it broken. The broken product was discarded by hospital, so my colleague did not take it back." "Changed to a backup product and completed the procedure."